Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown and treatment information was not reported. It was not specified if the patient required hospitalization. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with dianeal therapy was unknown. No additional information is available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).